Event description:
The customer reported that the system failed to power up to a usable state. This issue will preclude the system from booting. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.